Event description:
Per the clinic, the patient experienced an infection around the implant site. The patient was prescribed two courses of oral antibiotics: one beginning in (B)(6) of 2014 (duration and exact date not reported), and one beginning on (B)(6) 2014 (duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.